Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found.

Event description:
It was reported to nevro that the patient experienced pain at the pocket site. The physician was unsure what caused the pain. The device was removed and there have been no reports of further complications regarding this event.